Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the ok and down buttons do not work all the time. She reported that the keypad is intact and the pump is not exposed to water.